Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, erosion, infections, painful intercourse, recurrence, surgery, sequelae, and stress urinary incontinence. No further information has been provided.